Event description:
Boston scientific received information that during a routine device replacement, the header on this pacemaker was observed to be loose. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was loose from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.